Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, a reporter for the patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch ping enhanced meter displayed inaccurately high results compared to the patient¿s feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed that the meter was reading inaccurately on the afternoon of (B)(6) 2017, when he obtained alleged inaccurately high blood glucose results such as ¿22.4 and 20.4 mmol/l¿. The patient manages his diabetes with insulin pump therapy. The reporter indicated that around noon, prior to obtaining the alleged inaccurately high results, the patient had ¿corrected¿ his pump dose by about 1.10 units of novorapid. The reporter indicated that about half an hour later, the patient ¿developed low symptoms and low bg of 2.2mmol/l¿. The reporter indicated that the symptoms were treated with juice, and on ¿retesting the patient had a normal level about 6.7 mmol/l¿. The reporter denied that the patient had used any other device to check his blood glucose levels. At the time of troubleshooting, the csr noted that the meter was set to the correct unit of measure and the test strips had been stored correctly and were within expiry date. The reporter did not have control solution to test the meter and test strips. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, i.e. A blood glucose result of 2.2 mmol/l, after the alleged product issue began.